Event description:
Medics attented to a person described as in full arrest. An attempt was made to use the device to perform an automated ECG analysis. The device allegedly lost power shortly after being turned on and subsequently displayed a low battery indicator and a service indicator. Use of the device was inhibited. The pt was not resuscitated. The reporter indicated the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.